Event description:
I had essure placed for permanent birth control. One of my coils is just gone. They told me at my follow up appointment. When I asked where is the coil they could not tell me. I have since had bad menstrual cycle bleeding a lot. Have had pain/vibration in abdomen area. I had them placed (B)(6) 2013, and ever since I have been beyond tired, and gained (B)(6) pounds. Which is out of the ordinary for me. I have been dizzy as well.